Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated using both merlin 1 and merlin 2 programmers. It was noted the programmers were able to interrogate other devices successfully. The icm was not used. There was no patient involvement.